Event description:
The customer reported that the images the system produced were jumpy and the system stopped performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and the video control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.